Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction section: a.1, a.2, a.3, b.5, d.1, d.4, d.6a, d.6b, d.5, e.1, e.2 & e.3, g.2, h.4, h.6, h.10. Advanced bionics has determined this case is not reportable. The adverse event was reported in error. The recipient's device remains in situ and there is no complaint against the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.